Event description:
I applied hpr plus cream for the first time to my forearms for eczema relief at 6 pm today. By 10 pm, my arms were itching so badly, I washed the lotion off and noticed severe hives covering the entire area I applied the cream. Hives at application site.